Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Gross description: specimen a is labeled "labia" and consists of a 0.6 x 0.6 x 0.4 cm. Attached to the opposite cornu is a 9.5 x 1.0 x 0.6 cm soft fimbriated red-gray cylindrical tube remarkable for several clear fluid filled smooth walled paratubal cysts identified distally measuring up to 1.5 x 1 .0 x 1.0 cm. There is a metallic essure wire identified within the proximal portion of the specimen. Representative sections are submitted in cassette 86. 28/1c. Concurrent conditions included anxiety, depression, hemorrhoids, dysfunctional uterine bleeding, perineal pain and vulvovaginal condyloma. Concomitant products included hydromorphone and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In august 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In august 2010, the patient experienced nausea ("nausea"). In september 2010, the patient experienced vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In january 2011, the patient experienced headache ("headaches") and migraine ("migraines"). The patient was treated with antibiotics, caffeine, ibuprofen, naproxen, ondansetron, topiramate, paracetamol (midol long lasting relief) and surgery (hysterectomy (full) with bilateral salpingectomy-total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and headache outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia, fatigue, nausea and vaginal discharge had resolved and the migraine was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2008 insertion details- right: 1 coils left: 2 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusions. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: migraines, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Gross description: specimen a is labeled "labia" and consists of a 0.6 x 0.6 x 0.4 cm. Attached to the opposite cornu is a 9.5 x 1.0 x 0.6 cm soft fimbriated red-gray cylindrical tube remarkable for several clear fluid filled smooth walled paratubal cysts identified distally measuring up to 1.5 x 1 .0 x 1.0 cm. There is a metallic essure wire identified within the proximal portion of the specimen. Representative sections are submitted in cassette 86. 28/1c. Concurrent conditions included anxiety, depression, hemorrhoids, dysfunctional uterine bleeding, perineal pain and vulvovaginal condyloma. Concomitant products included hydromorphone and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). The patient was treated with antibiotics, caffeine, ibuprofen, naproxen, ondansetron, topiramate, paracetamol (midol long lasting relief) and surgery (hysterectomy (full) with bilateral salpingectomy-total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and headache outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia, fatigue, nausea and vaginal discharge had resolved and the migraine was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2008. Insertion details- right: 1 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusions. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: migraines, pelvic pain. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received. Lot number was added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, migraines, headaches, dyspareunia (painful sexual intercourse), nausea, dysmenorrhea (cramping), vaginal discharge, fatigue were added. Event injury updated to pelvic pain. New reporter, patient information, lab data, medical history, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.